Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15july2019. The field service engineer (fse) contacted the customer and explained the purposes of this test. A letter was sent to the customer requesting customer to call philips whenever they encounter an issue with the flow accuracy test and to return the defective part for failure investigation. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the customer noticed an increase in the failure rate of the flow accuracy test 5 step 16 at zero flow with the recent service manual revision j. The ventilator was not in use on a patient at the time of the event occurred. The event date was not specified, estimate used.